Event description:
Impulse dynamics field representatives received confirmation on (B)(6) 2026 that a patient implanted with an osm ipg had that device removed at their physician's request "due to extreme tricuspid valve regurgitation" requiring a valvular replacement. The explant procedure occurred without incident. The explanted ipg is currently out for decontamination at an approved decontamination facility before it will ultimately be returned to impulse dynamics USA in marlton, nj for evaluation. There is no evidence at this time to suggest the ipg was malfunctioning at the time of removal.